Event description:
It was reported that the device had keypad lifting. The unit was returned after investigation, initially it came with the wrong label at the back on the rear case (pca label instead of syr) so they have been waiting for the international quality team to get back but they have just noticed that the keypad was lifted. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had keypad lifting. The unit was returned after investigation, initially it came with the wrong label at the back on the rear case (pca label instead of syr) so they have been waiting for the international quality team to get back but they have just noticed that the keypad was lifted. There was no patient involvement.

Manufacturer narrative:
Omit: a07 - electrical /electronic property problem (1198). Additional information: imdrf annex a, g, b, c and d codes, manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report.